Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the left atrium (la) without any issues. After advancing the clip delivery system (cds) into the la, air was observed in the sgc. It was noted that there where holes in the flush port of the sgc, which caused resulted in the leak. Due to this, a few bubbles escaped and entered the anatomy, causing the patient's blood pressure to drop. Aspiration was performed and the air was able to be removed. It was noted the physician used new taps that have plugs to block the flush ports with "holes." The procedure was continued, and the clip was successfully deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported leak (air bubbles in the device) cannot be confirmed. Air embolism resulting in hypotension per the physician was related to the sgc leak. Air embolism and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.